Event description:
It was reported that the balloon inflated and deflated properly as a test prior to insertion. Once in the vessel, the balloon would not deflate passively or actively. The pa had to remove the catheter with the balloon up. Once it was outside of the body, it still would not deflate, even when squeezed by pa. The catheter was removed and a new one inserted. Additionally, the reporter indicated that it could not be recalled if the syringe was off when passively deflating the balloon. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation with the contamination shield. The proximal end of the contamination shield was attached at the 96 cm area. A kink was found at the 100 cm area. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. The balloon deflated within specification at 2 seconds without the syringe attached. The balloon failed to deflate fully with the returned syringe attached. Per IFU, ¿passively deflate the balloon by removing the syringe from the gate valve¿. All through lumens were patent without any leakage or occlusion. No visible damage to the returned syringe was observed. The balloon inflation test was performed using returned syringe. Visual examination was performed under microscope at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. It is unknown if the syringe was left on or removed when the customer attempted to deflate the balloon. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. No further actions will be taken at this time.